Event description:
It was reported that the implantable cardioverter defibrillator (ICD) emits beeping tones. Review of stored device data in the remote home monitoring system noted the device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. It was also noted the pacing and shock impedances started to fluctuate when the device started beeping and this right ventricular (rv) lead has a history exhibiting noise. There was no oversensing or pacing inhibition observed. The physician decided to replace the device and rv lead. The ICD was explanted, and the rv lead was capped and left in-situ. The device is expected to return for analysis. Outside of the revision, there were no adverse patient effects.